Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling a tingling sensation even when the spinal cord stimulator (scs) system was turned off. Reprogramming was attempted, however, unsuccessful. Database analysis revealed no anomalies. The physician suspected that the cause was other pathological issues. The patient underwent an scs system explant procedure and was doing well post-operatively. The explanted ipg and lead were not returned.

Manufacturer narrative:
Exact date unknown, event occurred eight months after the date of implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: (B)(4).